Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sw972k - activ l sup.plate size s 11deg/spikes. According to the complaint description, it was reported that the activl implant migrated 4 months after surgery. Original surgery was (B)(6) 2020; the procedure was a total disc replacement (tdr). Patient was on vacation and did "something in ocean". Implant was removed and patient fused (B)(6) 2020. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00957 ((B)(4) sw965), 9610612-2020-00962 ((B)(4) sw970k).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00956 (400497336 sw972k), 9610612-2020-00957 (400497464 sw965), 9610612-2020-00962 (400497465 sw970k).